Manufacturer narrative:
Analysis found that the handpiece does not work at all. The reported complaint of overheating could not be confirmed since the device could not be tested for temperature test. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated. The patient was alive with no injury.